Event description:
It was reported that pump showed only backlit display with no graphics visible, which affected ability to read and interact with pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.